Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Follow up information was reported from a nurse. The day the patient was hospitalized, cloudy effluent was experienced without a diagnosis of peritonitis. It was reported the root cause of the cloudy effluent was unknown. On an unreported date the patient was treated with intraperitoneal (ip) actosolv and (ip) heparin (doses and frequencies not reported) for three days. The same day as hospitalization, the patient started treatment with (ip) cefacidal 1 gram daily for a total of 15 days and (ip) fortum 1 gram daily for a total of 15 days. Two days after admission to the hospital, the patient was switched to hemodialysis. Sixteen days after admission the patient passed away. The cause of death was reported as cardiorespiratory arrest. It was not confirmed if the patient recovered from the events of cloudy effluent (without confirmed diagnosis of peritonitis) nausea or abdominal pain prior to death. It was not reported if an autopsy was performed. Additional information was requested but is unavailable. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced left diffuse abdominal pain, nausea, constipation and difficulty draining coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for the events. Antibiotic treatment was planned. The cause of the event was unknown. The patient started hemodialysis the day after admission. Outcome was unknown. No additional information is available. This is a spontaneous case report from a nurse in france of left diffuse abdominal pain, nausea, constipation and impossible to drain the peritoneal dialysis solution in a (B)(6) old male patient subsequent to the administration of dianeal and physioneal. It is one of 4 cases reported by the same reporter. Information not included in the previous fields (or clarification) event details: on (B)(6) 2013, the patient went to the hospital at 22:30 because he could not drain the peritoneal dialysis (pd) solution. The patient reported that he experienced nausea for 48 hours. He also presented left diffuse abdominal pain and constipation but no fever. Polymerase chain reaction was high (89.90 mg/l). Peritonitis was suspected. (Not confirmed). No analysis was made. Antibiotic treatment was planned. On (B)(6) 2013, it was impossible to drain the pd solution. Consequently the patient began hemodialysis on (B)(6) 2013. Concomitant drug: na linked cases : (B)(4) (same patient peritonitis in 2008).